Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, the service tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation motor error. The service tech replaced the power supply as a precautionary measure. Performance verification testing was performed and the ventilator passed per operating specifications.